Event description:
It was reported that the device was unable to be interrogated via radiofrequency telemetry while it was still in the box prior to the implant procedure. The device was not used, and a new device was implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. The device was above elective replacement indicator (eri) voltage level upon receipt. Analysis of the device image revealed fifteen minutes of rf telemetry usage. Excessive high-power telemetry would cause the rf function to be temporary disabled to preserve battery power. Analysis performed indicated normal device characteristics, and the device was successfully interrogated via inductive and rf telemetry throughout the tests. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.